Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. The jaws were not stuck shut; they remained open and unable to close. The instrument did not move in a non-intuitive way, but control was lost once the cable snapped, leaving the jaws stuck in the open position. The instrument did not remain static, and there was no side-to-side bending of the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.